Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on the complaint date, the patient's blood glucose reading was at 349 mg/dl with nausea, polydipsia, confusion, symptoms of dehydration and trace level of ketones. It was reported that the patient self-treated with a correction injection of insulin. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. Reportedly, the battery compartment was damaged with no evidence of moisture corrosion inside the pump. No damages to the battery cap were reported. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged damaged battery compartment.

Manufacturer narrative:
Follow-up #1: date of submission 01/21/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/06/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged damaged casing issue was verified. A battery compartment crack was found from the threads to the case seal along the side of the compartment. Review of the black box data found that total daily delivery added up correctly and reflected the users programmed basal rates. The pump powered up properly. No tactile issues were found with the buttons. The pump¿s delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any issues.